Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-1810. The customer reported recurring insulin flow blocked alarms after troubleshooting. The customer has tried all remedies or does not want to troubleshoot for recurring alarms. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1810 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump.there was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date. However, multiple no delivery alarm/insulin flow blocked alarm were found on 08-jan-2025, 09-jan-2025, 17-jan-2025, 21-jan-2025, 22-jan-2025 and 23-jan-2025 during bolus deliveries.please see below for pump error(s)/alarm(s) noted 2 days prior to the event date of 02-feb-2025 in the formatted history file. Insert battery alarm was found on: 02/02/2025 04:52:44.000. 02/02/2025 04:53:08.000. 02/02/2025 16:06:28.000. Failed battery alert/battery failed alarm was found on: 02/02/2025 04:51:10.000. 02/02/2025 04:52:21.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected since the battery in the pump is low on power. The customer had used a low power battery. No unexpected failed battery alert/battery failed alarm noted during testing. Pump error 4 alarm (filenumber 32122 linenumber 2690) and pump error 3 alarm (file number: 2002 line number: 1541) were found on: 02/02/2025 03:15:07.000. 02/02/2025 04:33:07.000, 02/02/2025 04:51:07.000. 02/02/2025 05:01:07.000. 02/02/2025 13:19:07.000. 02/02/2025 15:47:07.000. 02/02/2025 16:05:07.000, 02/02/2025 16:10:07.000, 02/02/2025 16:26:07.000. Per r&d engineer, pump error 4 alarm (filenumber 32122 linenumber 2690) and pump error 3 alarm (file number: 2002 line number: 1541) was triggered since main mcu initiated ipc packet transmission, but motor mcu didn¿t raise the handshake signal within 100 ms timeout. Motor mcu did not acknowledge main ipc packet - suspected on hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.68 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. However, pump error 4 alarm (filenumber 32122 linenumber 2690) and pump error 3 alarm (file number: 2002 line number: 1541) were confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.